Event description:
It was reported that the pump touch screen was cracked. Subsequently, it was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 57 mg/dl.